Event description:
Pt was walking down some outside steps with his arm around his friend while he was wearing an innovator dlx+ cool knee brace which was locked in a 30 degrees position. His friend lost his balance and fell causing (B)(6) to fall on top of his friend. (B)(6) hit his knee on the pavement and broke his leg and knee cap. (B)(6) noticed after the fall that the brace was no longer in the locked 30 degrees position. Pt went to the hospital via ambulance and emergency surgery was performed. Pt claims he will no longer have full range of motion in his knee.